Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved via beckman coulter inc. Led customer troubleshooting. The beckman coulter inc. Representative advised the customer to don appropriate personal protective equipment. The customer was instructed to power off the unit and change the waste pump tubing. Once the instrument was powered back on, the waste line was draining properly and there was no further evidence of leaking. The instrument was returned into service after completion of the verified repairs. The failure mode of this event was tubing at the waste pump. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).

Event description:
The customer reported the baths of the coulter act diff analyzer were leaking onto the counter. The leak was not contained within the instrument and was approximately ten milliliters in volume. The healthcare worker interfacing with the instrument was wearing personal protective equipment (ppe) consisting of laboratory coat, gloves and goggles. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheets were reviewed.